Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information provided.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had a needle syringe connectivity issue. The following information was provided by the initial reporter: material#: 309657 batch#: 4306361. Rcc received a complaint via email. Date of incident (yyyy-mm-dd): (B)(6) 2025. Level of harm: minimal harm incident details: patient had delivery and when oxytocin given im half of the medication squirted out at the junction of the syringe and needle attachment. This has happened to other rns who have stated anecdotally that the needles are not fitting well with the syringes. This is the second time it has happened to me. The connection seemed to be pretty tight and still half the medication was not given. Who was affected? Patient. Device information device name/description: syringe luer lock tip 3ml / needle hypodermic safety 23ga x 1.25 in manufacturer code/model: 309657 / 305886. Serial or lot number: (B)(6). Was the device retained? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.